Event description:
During a da vinci si hysterectomy procedure, a cable on the fenestrated bipolar forceps instrument allegedly broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed a broken pitch cable at the distal end of the instrument. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. Additional observations not reported but the customer main tube damage. The distal and proximal ends of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Scratch mark on the distal end was approximately 0.0315 in length and scratch marks on the proximal end were approximately 0.1385 and 0.905. Evidence not conclusive, but damage may be due to mishandling. Electrical continuity testing was performed and passed. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.